Event description:
The customer called and reported his blood glucose was 426 mg/dl and he experienced high blood glucose for about two months, after he had pneumonia. Customer stated his high blood glucose did not come back down after getting over pneumonia. At time of this report, customer's latest blood glucose was 212 mg/dl. Troubleshooting was performed with the insulin pump. The drive support cap appeared normal. No air bubbles were found. Insulin did exit the tubing during a manual prime and no leaks were found. Customer stated that he was advised by his doctor earlier that day that his midnight bolus was programmed for 0.00 units and it was corrected. Programming was found to be accurate. Customer had received no delivery alarms since the high blood glucose issue began, which were resolved by infusion set change. The customer declined to perform high pressure test. He was advised to change entire set, reservoir and insulin.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.